Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). Result of examination: the provided sample was subjected to a visual and functional examination. The device was slightly contaminated and showed age-based marks of use. The history files revealed that the alarm "syringe holder" within an ongoing therapy occurred twice. However this alarm was confirmed by the user within a few seconds. The performed long term test revealed no abnormalities. Inside the device some material compressions as well as fluid residual on the board were found. However, no components on the board were found damaged. Within our test the device operated as intended. No defect of the alarm signal was assessed.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): pump failed to alarm: perfusor prompted a syringe change without alarming.